Event description:
The distractor was implanted in the pt on january 13, 1998. On february 2, 1998 it was discovered that the device had broken in the pt. On february 6, 1998 surgery was scheduled to remove the device.